Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate system: model #: m-4900-07, serial #: (B)(4). (B)(4). Event description continuation: 200 seconds. There is no information regarding spi value. The thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event resulted in the patient¿s death, it was assessed as reportable.

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis, cardiac arrest, and death. After the ablation had been completed, the patient became hypotensive, with systolic blood pressure of approximately 88 mmhg. The cardiac tamponade was confirmed through the echocardiogram. It was noted that no baseline echocardiogram had been performed. Heparin was reversed with protamine. Repeat echocardiogram confirmed the cardiac tamponade volume to be unchanged. The pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition. The patient was transferred to the intensive care unit for sheath removal and monitoring. While removing the sheaths, the patient arrested and expired. Advanced age was cited as a factor that may have contributed to the adverse events. The physician&#62688;opinion regarding the cause of death is that it was attributed to the cardiac arrest. Transseptal puncture was not performed. Sheath used was a st. Jude medical 8.5 french. Smartablate generator parameters included default thermocool setting of 30-40 watts (not titrated). There is no information regarding ablation time at the site of injury. Irrigated catheter flow was set at 30ml/min. The patient received anticoagulant during the procedure with last activated clotting time of less than ...